Event description:
Caller reported there are black lines in the display of the meter. Caller stated the blood glucose result is not correctly readable. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).